Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during support, the impella cp had a pump stop. The device was unable to be restarted. Decision was made to explant the pump after the patient being on support for 10 days. There was no reported patient harm.

Manufacturer narrative:
The investigation for the pump stop has been completed. Impella cp pump was returned. Visual inspection was performed finding the pump and large purge gap was observed. No other abnormalities were found. Bearing wear was confirmed with large purge gap. Pump stop occurred on 10th day of support. Data log analysis indicated high motor current pump stop with several #13 alarms at the end of the case on 10th day of support. The cause of the pump stop was bearing wear beyond design life period. The impella cp optical device is not indicated for support more than 8 days of design life period. Added- d9 device return date, h6 impact code 4627 e1-corrected initial reporter first/last name and email.